Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermochroic ablation and essure in office surgery scheduled date:(B)(6) 2009". The patient's medical history included chronic interstitial cystitis, hot flashes, weight gain, sleep problem, hormonal imbalance, mood disorder, insomnia, polymenorrhoea, panic disorder, breast mass, suprapubic pain, burning feeling vagina, libido decreased, vaginal discharge, bloody discharge, pustule, hematuria, acne cystic, nipple pain, breast pain, dyspareunia, abdominal adhesions, ovarian cyst, peritoneal biopsy, trouble falling asleep, stomach upset, meralgia paresthetica, diarrhea, anorexia, cervical dysplasia, heart rate high, anxiety and loop electrosurgical excision procedure (20 years ago with leep and again another leep in 2011). Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysuria, urinary urgency, itching, vulvovaginitis nos, carbuncle, endometriosis and uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard) in 2009 for birth control as well as atenolol since 2007 and duloxetine hydrochloride (cymbal) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (undergo a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, fatigue, anxiety, depression and vaginal haemorrhage outcome was unknown and the migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2017: impression: 1. No uterine mass or abnormal endometrial thickening. Small amount of fluid in the endometrial cavity and endocervical canal. Multiple small cervical nabothian cysts. 2. 2.6 cm anechoic simple follicular cyst associated with the right ovary. No separate adnexal mass or free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abnormal uterine bleeding and migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new events abnormal bleeding (vaginal and menorrhagia), migraines / headaches lower abdominal pain & medical device monitoring error were added. Reporter and patient demography added, medically confirmed case. Updated suspected drug indication. Medical history, lab data concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice ablation and essure in office surgery scheduled date:(B)(6) 2009". The patient's medical history included chronic interstitial cystitis, hot flashes, weight gain, sleep problem, hormonal imbalance, mood disorder, insomnia, polymenorrhoea, panic disorder, breast mass, suprapubic pain, burning feeling vagina, libido decreased, vaginal discharge, haemorrhage nos, pustule, hematuria, acne cystic, nipple pain, breast pain, dyspareunia, abdominal adhesions, ovarian cyst, peritoneal biopsy, trouble falling asleep, stomach upset, meralgia paresthetica, diarrhea, anorexia, cervical dysplasia, heart rate high, anxiety and loop electrosurgical excision procedure (20 years ago with leep and again another leep in 2011). Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included dysuria, urinary urgency, itching, vulvovaginitis, carbuncle, endometriosis and uterine bleeding. Concomitant products included intrauterine contraceptive device (paragard) in 2009 for birth control as well as atenolol since 2007 and duloxetine hydrochloride (cymbalta) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017 at the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, fatigue, anxiety, depression, vaginal haemorrhage and abdominal pain outcome was unknown and the migraine and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms received treatment for pain, fatigue and migraine: yes. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2017: impression: 1. No uterine mass or abnormal endometrial thickening. Small amount of fluid in the endometrial cavity and endocervical canal. Multiple small cervical nabothian cysts. 2. 2.6 cm anechoic simple follicular cyst associated with the right ovary. No separate adnexal mass or free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, abnormal uterine bleeding and migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new event abdominal pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.